Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultrasmart meter read inaccurately compared to her feelings/ normal results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 8:39am. The patient obtained a blood glucose result of "94 mg/dl" with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. By 1pm, that same day, the reporter claims the patient felt symptoms of sweaty, pale and tired. The patient took more food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted the patient did not have control solution to perform quality control testing. Replacement control solution was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.